Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no additional patient information was provided.

Event description:
It was reported that there was an over infusion of heparin that occurred on an adult patient on unit 62. The drug concentration was heparin 20,000 units in 250 ml, infusing at a rate of 20.6 ml/hr or 80 units/ml. Per the reporter, "patient with history of bleeding received 20,000 unit bolus of heparin in one hour." The infusion was initiated at 0328 and was complete at 0423. It was reported that an additional pump module was attached to the pcu, but "there were no drugs infusing through it at the time of this event." It was noted that reversal agents were not administered, however more frequent monitoring and additional lab draws were required. As a result of the incident, the patient's hospitalization was prolonged by one day. The patient did not have any episodes of bleeding and hemoglobin remained stable.

Manufacturer narrative:
The customer¿s experience with an infusion of heparin infusing faster than expected was not confirmed. No obvious programming errors were found during the log review. The review of the pcu event log identified an infusion of heparin which was programmed on (B)(6) 2020. During the infusion the log recorded an air in line alarm at 4:20 am, the unit was then channeled off and the system powered down. The system was powered on at 4:29 am. The source device is selected, and previously programmed infusion is restored, rate 20.6ml/hr vtbi 232ml. The device was then channeled off. The unit is selected again, the previous programmed infusion is restored, and the infusion is started and paused immediately. The user reviews the ¿volume infused¿. The system is the powered off. The total volume infused is 17.25ml. Functional testing performed, consisting of a timed rate accuracy test on the returned pump module (B)(6) found the device in good working condition and delivering fluid within specification. An external inspection of the source device was performed and a 3rd party rear case was observed. An internal inspection of the source pump module found no irregularities. The incident disposable set was not returned for investigation therefore it is unknown if the set may have contributed to the customer¿s experience. The root cause of the customer¿s complaint of an over infusion of heparin was not identified.

Event description:
It was reported that there was an over infusion of heparin that occurred on an adult patient on unit 62. The drug concentration was heparin 20,000 units in 250 ml, infusing at a rate of 20.6 ml/hr or 80 units/ml. Per the reporter, "patient with history of bleeding received 20,000 unit bolus of heparin in one hour." The infusion was initiated at 0328 and was complete at 0423. It was reported that an additional pump module was attached to the pcu, but "there were no drugs infusing through it at the time of this event." It was noted that reversal agents were not administered, however more frequent monitoring and additional lab draws were required. As a result of the incident, the patient's hospitalization was prolonged by one day. The patient did not have any episodes of bleeding and hemoglobin remained stable.